Event description:
The user noticed the valve body on the water reservoir was leaking on (B) (6) 2010, and (B) (6) 2010. No patient samples were affected and no operators were injured. The user refused a service visit. The user stated, she did not feel the valve body was cracked and replaced the entire water reservoir.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was determined the crack in the valve body might have been caused by syswash solution. The valve body is been recommended to be exchanged every 6 months as part of preventative maintenance.

Event description:
Caller states that he tested 3.3 inr on the coaguchek system and 2.5 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.